Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for a thrombectomy procedure. Before the procedure, it was noted that the system alerted error code 50. The procedure was not completed due to this event. No patient complications were reported and patient's status was stable.